Event description:
It was reported the pace/sense portion of the right ventricular lead was capped, and was not usable. A previously capped pace/sense lead was reused, and the high voltage portion of the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.